Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported difficult to insert the guide wire and lumen blockage could not be confirmed as a proxy .038 inch guide wire was backloaded through the sheath without resistance noted. A conclusive cause for the reported difficult to insert the guide wire and lumen blockage could not be determined. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted with a proglide device via a 6fr sheath after a percutaneous transluminal coronary angioplasty and stenting procedure in the left anterior descending coronary artery. The proglide device would not advance over the guide wire and the lumen felt blocked. A new proglide device was used successfully without any issue to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and dissected to confirm the seal inside the sheath was compressed and deformed. Abbott vascular av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. The complaint handling database was reviewed and identified other events reported for difficulty to insert the guide wire from this lot. Av determined that this issue appears to be related to an inspection step in the manufacturing process. Abbott will continue to trend the performance of these devices.